Manufacturer narrative:
UDI information(d4) and 510k(g3) are not provided as this product (model g407371) is only marketed outside of the us and is therefore not referenced in the gudid database.

Event description:
During the atrial fibrillation procedure, the introducer was inserted into the blood vessel, and when attempting to remove air from the sheath, air could not be pulled out, and leakage was suspected. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. Priming was performed as usual, and there seemed to be no problem with the handling upon opening the package. The issue occurred before using the transseptal needle. The devices inserted directly into the hemostatic valve until the reported event occurred were the dilator and guidewire. No resistance was noted with the first device inserted into the sheath¿s hemostatic valve. There was no movement of air into the patient¿s body. No additional puncture at the access site was necessary during sheath replacement.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One 8f swartz braided introducer sheath was received for evaluation. The dilator was also received. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.